Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, and the device stopped working. A surgical procedure was performed during which the existing aus was removed and replaced with a new one. The patient is expected to fully recover.

Manufacturer narrative:
(B)(6) 2004 is estimated date of implant based on information that the device was implanted for 20 years.